Event description:
It was reported that during implant, the new device was hooked up to the lead and the high voltage impedance measurement was "???". The leads were removed and checked through the analyzer and old device and had normal measurements, then when reconnected to the new device the measurement was still "???". The programmer was rebooted and when the device was rechecked the "???" On the impedance measurement had went away and adequate numbers were able to be obtained a number of times. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.